Event description:
It was reported that post implant, the patient did not adhere to physical restrictions and described hearing a popping sensation at the their implantable cardioverter defibrillator (ICD) implant site while lifting something heavy. The patient reported discomfort and slight tenderness to light touch at the implant site. The ICD subcutaneous pocket was revised and the device was repositioned to a subpectoral pocket. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.